Event description:
Emergency medical technicians responded to a person described as in cardiac arrest. Approximately 30 minutes following the initial call, emergency medical technicians arrived on scene, connected the device to the pt with cardiotronics r2 brand disposable defibrillation electrodes and pressed the analyze button. According to the reporter, the device alarmed "connect electrodes" and would not analyze the pt's rhythm. The pt was not resuscitated. The reporter indicated the reported event did not cause or contribute to the death of the pt because of the long down time.